Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 600 ml. Flow rate: 14 ml/hr. Procedure: bowel resection. Cathplace: rectus sheath block bilateral. Date of surgery: (B)(6) 2013. (Summary): a fast flow was reported for product cb6007, per the physician. (Initial as reported): physician reported that, "today again a double 600 cc pump run much faster than expected: set for 7 cc/hr each limb - started at 7 am found empty at 4:30 pm next day. I.e. It run for 34.5 hrs x 14 cc = 485 cc. The 115 cc missing and actually the pump was empty earlier most likely." Add'l info rec'd (B)(6) 2013: pt outcome, no adverse signs or symptoms, no obvious complications.

Manufacturer narrative:
Per the rptr the actual device has been discarded by the end user, the lot info for the device is unavailable. Testing methods were not performed. Methods were not performed therefore, results will not be obtained. The device was not returned for an eval and investigation. Further investigation are being conducted with the reported info rec'd. If add'l info pertinent to this event becomes available, I-flow will submit a f/u report. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.